Event description:
Customer reported that the prongs on the ac adapter for my pump in style are no longer secure and retract back into the adapter making it impossible to plug in. Upon receipt of the product and qe evaluation, a breach in the transformer housing was observed.

Manufacturer narrative:
Product was received and evaluated by qe and confirmed a breach in the transformer housing. This issue with the damaged transformer for the pump in style device was addressed in investigation (B)(4), the investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potentials shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformer during shipping. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply could not be plugged in due to the prongs being broken and measured 0.0 at na vdc. Resistance across the dc plug was measured open, which indicated that there is not a short in the dc cord. Smoke, fire, and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.7 ohms, which is normal and indicates that the thermal fuse did not blow.